Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) hosp (B)(6). Address: (B)(6). Phone: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
Note: related advanix biliary stent, autotome and hydra jagwire complaints are being reported under records (B)(4) and (B)(4). It was reported to boston scientific corporation that two advanix rx biliary stent with naviflex rx delivery system were attempted to be implanted during a stent placement procedure performed on (B)(6) 2026. During the procedure, the customer experienced difficulty deploying two plastic biliary stents over a hydrawire. The guidewire could not be advanced beyond the stent/suture/pusher assembly. The customer retracted the black guide catheter to reposition it prior to advancing it over the wire and attempted deployment multiple times without success. Force was subsequently applied, resulting in suture breakage and stent misdeployment. The procedure was aborted and no stent was placed. There were no patient complications reported as a results of this event.